Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument warning light was on and there was insufficient coagulation. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.